Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon was performing a limb-lengthening on the gmrs knee system in patient's right knee. Rep reported there were issues with the smaller 2mm locking screwdriver to unlock the prosthesis. Surgeon attempted to turn the bigger knob to lengthen the patient's leg - the knob turned one full turn and locked. As reported by rep: "the locking knob was not biting with the driver". The surgeon returned the prosthesis to the baseline state and ended the procedure. Rep reported that the patient will suffer a leg length discrepancy until a solution can be found. The prosthesis remains implanted in the patient.

Manufacturer narrative:
An event regarding damage involving an gmrs other instrument was reported. The event was confirmed. Device evaluation and results: visual inspection showed the tip of the screwdriver was damaged. Material analysis of returned device was performed and indicated that in-service use damage observed on the tip of the device. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event was confirmed on the basis of visual inspection and martial analysis engineer as indicated that in-service use damage observed on the tip of the device. Further information such as pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If the additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that surgeon was performing a limb-lengthening on the gmrs knee system in patient's right knee. Rep reported there were issues with the smaller 2mm locking screwdriver to unlock the prosthesis. Surgeon attempted to turn the bigger knob to lengthen the patient's leg - the knob turned one full turn and locked. As reported by rep: "the locking knob was not biting with the driver". The surgeon returned the prosthesis to the baseline state and ended the procedure. Rep reported that the patient will suffer a leg length discrepancy until a solution can be found. The prosthesis remains implanted in the patient.